Event description:
Follow up information received reported that the patient's back pain (located at lumbar spine) was a recurrent problem and confirmed that the current episode was associated with a motor vehicle accident. The problem was gradually getting worse and was described as a 'shooting and stabbing' sensation that radiates to the left leg. The patient ambulated with difficulty. The pain was noted as a '10' on a scale of 10. The symptoms were aggravated with twisting, bending, and certain other positions. Neurological examination was negative for tingling, numbness, and parasthesia. The patient had tried muscle relaxants and nsaid for the pain but provided no relief. X-rays showed vertebral alignment was normal with moderate disc space narrowing atl5-s1. There was partial lumbarization of s1. There was no evidence of fractures. It was reported that no diagnostic tests could be performed on the implantable neurostimulator (ins) due to 'no battery charge.' The patient was diagnosed with lumbar strain and their progress was noted as stable. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced low back pain which radiated down the patient's left leg. The pain started 3 days after a car accident around (B)(6) 2013 but had been getting considerably worse over time. The reporter didn't know if the patient had tried turning stimulation off to see if the pain went away or stayed the same. It was noted that the patient had been admitted to the emergency room. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had issues. The patient stated that the device had stopped working following the previously reported car accident. Additional information was requested, but was not available as of the date of this report.